Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that unstable rotation speed occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. A 1.25 mm rotapro was selected for use. During the procedure, the physician set the rotation speed to 190,000 rpm. However, at second ablation, the device speed reached 150-210,000 mmhg. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that unstable rotation speed occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. A 1.25mm rotapro was selected for use. During the procedure, the physician set the rotation speed to 190,000 rpm. However, at second ablation, the device speed reached 150-210,000 rpm. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer unit. Visual inspection of the device did not identify any damages or defects. When the rotapro system was connected to the rotapro control console system and the ablation button was pushed, the device was able to reach and maintain optimal rpm with no issues or abnormally high speeds.